Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 and 3252 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon retention samples. The actual sample was received sealed inside a plastic bag. The syringe was connected to a needle hub and observed was a glue mound on the hub however, the needle had no cannula. The cannula was attached on tape and together with the protector. Traces of brown liquid which appears to be medicine was observed inside the protector. The point of separation was above the tip of the glue mound wherein a small crack on the glue (epoxy) was observed. The cannula retained on the hub was deformed and a gap was observed in between the glue (epoxy) and cannula. The cannula end was slightly bent wherein deformation and the uneven surface were also observed. Based on the results of our investigation, most likely, an excessive force was applied during usage which resulted in the complaint since the actual sample showed that the broken end of the cannula seems to have bent as well before separation from the assembly. Deformation and uneven surface on the cannula end were observed. The cannula retained on the hub was also deformed. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage.

Manufacturer narrative:
Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter phone number - unknown. The actual sample has been returned and is currently under investigation. Based on our initial investigation, the root cause of the problem could not be identified yet. Reference photos of the actual sample showed a broken cannula however, the point of separation could not be confirmed through the photo. Retention samples were visually in good condition. No defect was observed that might lead to cannula breakage. Moreover, retention sample subjected to manual cannula bend test using a rubber cork showed the needle did not break even after 40x bending which indicates that our needles have high resistance to breakage. Records of the incoming inspection of the cannula which includes visual, dimensional, functional testing are all passed and confirmed with a certificate of analysis from our supplier. Moreover, the lot history files revealed that no related nonconformance report was issued, machine trouble or any abnormalities noted that might lead to the complaint. Prior shipment of products, qc conducts outgoing inspection wherein part of check items is damaged, bent, and tilted cannula. The investigation is currently ongoing. A follow up report will be submitted once the investigation of the actual sample is complete. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(4)) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility staff nurse reported that around 9 am on (B)(6) 2021, that the shaft part of the terumo needle she was about to use to administer medication to a patient was missing. The medication is given via a side drip, using a soluset and the needle was attached to the soluset. The staff nurse was about to place/insert the needle to the part of the mainline tube set, when she noticed that the shaft of the needle was missing and reported it immediately. The medication was prescribed to be given once a day. The last time the patient was given the medication was on (B)(6) 2021 by another staff nurse. The other nurse reported that when he was about to give the medication, the needle attached to the soluset and was already bent. He replaced the needle with a new needle before administering the medication. He was not the one that removed the soluset from the mainline, it was the nurse who relieved his shift. The nurse that relieved him confirmed that she removed the needle from the mainline, the needle part was still complete, though the shaft part was already bent. It was confirmed by the staff nurse and the patient's father that the incident happened while the patient and his father were in the waiting area. At 8:30 am the staff nurse was about to give his last dose of gentamycin to the patient. The medicine had to be given as an IV drip, before connecting the needle from the soluset line to the mainline IV port, usually they ran a few drops of the mixed medicine to expel the air that is any of the tubing and needle. That was when the staff nurse noticed that the metal part of the needle was missing. He immediately checked the line towards the patient to see if there was any needle, but there was none. The IV line was patent and infusing well. The patient seemed to be okay. Additional information was received on 02june2021: the broken needle incident found by the staff nurse is the same needle incident that is mentioned and described by the staff nurses. The needle was able to be used. They used the needle, inserted into the soluset, it then became bent, and eventually broken.